Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the catheter fell out of the patient with a deflated balloon, due to balloon damage. This incident occurred on the 6th day of use placement and no patient injury was reported. Upon inspection, the user observed white material inside the damaged balloon. The facility did not confirm if there were missing pieces or if any were remaining inside the patient's body.

Manufacturer narrative:
Receive only the catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted an irregular balloon burst. There were no missing pieces. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were obtained during the dimensional evaluation: eye snip length: 2/32¿, inflation lumen coverage: 9 thou, balloon thickness: 23 thou, burst initiated from bottom collar of sac: 1cm. The balloon thickness measured 23 thou. In addition, the edges of the burst area were swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the user found that the catheter fell out of the patient with a deflated balloon, due to balloon damage. This incident occurred on the 6th day of use placement and no patient injury was reported. Upon inspection, the user observed white material inside the damaged balloon. The facility did not confirm if there were missing pieces or if any were remaining inside the patient's body.